Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Patient was asymptomatic. Programming changes were made. The patient will continue to be monitored via remote transmission.